Event description:
A malfunction on the insulin pump was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.